Manufacturer narrative:
An event of migration, valve under expansion, material deformation, patient device interaction problem, perforation of vessels, and cardiac arrest was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the reported migration and valve under expansion appear to be related to patient anatomy. A cause for the reported material deformation could not be conclusively determined. The reported patient device interaction problem appears to be related to procedural conditions. The reported perforation of vessels and cardiac arrest appear to be related to the improper or incorrect procedure or method. The reported surgery, unexpected medical intervention, and hospitalization were the results of case-specific circumstances. The reported improper or incorrect procedure or method is related to the user snaring the valve. In this case, the valve was snared after deployment. This deviation from the IFU appears to have contributed to the reported vessel perforation and cardiac arrest. Therefore, a letter will be sent to the account to address the deviation. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device. H6: medical device problem code - 2017 added.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 29mm navitor vision transcatheter aortic valve (serial: (B)(6) was chosen for implantation utilizing a large flexnav delivery system. Subclavian access was performed. Pre-dilatation was performed with 20mm numed balloon. One recapture was performed due to valve constrainment due to calcification. On second attempt the valve still look constrained. Decided to continue with deployment with a planned post implant annuloplasty. At 80% deployment the valve was at 3mm on both the left (lcc)and non-coronary cusp (ncc). Before release, valve was at 2mm lcc and 3 ncc. When final retainer tab was release, the valve jumped and migrated supra-annular. During deployment, integrated sheath and the capsule did not have enough distance between to engage the stability layer. The valve was snared into the ascending aorta, and a replacement 29mm navitor vision (serial: (B)(6) was implanted successfully utilizing a replacement flexnav delivery system. In the lao projection, one of the stent struts of the migrated valve was pointing into the aorta. Upon release of the snare, the patient crashed due to an aortic perforation. Surgical intervention was performed to repair the perforation. The patient was reported to be stable.